Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) showed an overvoltage set. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The cause for the overvoltage set was a defective flex cable, which interrupted communication between the ca board and the auxiliary pca board. The root cause of the damaged flex cable could not be positively identified. No adverse event occurred due to the defective cable. The last person to use this monitor did not report any problems.